Event description:
It was reported to nellcor puritan bennett on 10/05/05 by an ems coordinator that the o2 connecting tubing was pulling out of the plastic intake collar. This was noted prior to use on a patient. There was no patient harm.

Manufacturer narrative:
No product returning for evaluation, product was not saved. The manufacturing site has opened a CAPA 392-05-015 to address this issue. Evaluation on same part number and lot number will be reported on MDR# 2936999-2005-00383.